Manufacturer narrative:
Results: there was no visible damage to the returned engine. Conclusions: evaluation of the returned engine revealed a functional pump. During the functional test, a canister was seated onto the engine. The engine was powered on and was able to achieve vacuum pressure within specification. There was no visible damage to the returned engine. No other devices associated with the complaint was returned for evaluation. Penumbra engines are inspected at incoming quality control which includes a visual inspection as well as a verification of test results to ensure specifications for each output are met. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-02161.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra engine (engine) and penumbra engine canister (canister). During the procedure, the engine was placed on a stroke cart. It was reported that a canister was placed onto the engine. While the engine was powered on, the vibration caused the engine, along with the canister, to migrate over the edge of the cart and fall to the floor. It was also reported that the canister broke during the fall, but there was no noticeable damage on the engine; therefore, they were removed. The procedure was completed using another engine and canister. There was no report of an adverse effect to the patient.